Event description:
It was reported that a presyncopal patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No additional information was available.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.